Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted to the hosp for increased pump power consumption and pump power spikes. The pt was admitted to the ICU and maintained on inotropes awaiting a decision on the course of treatment. Waveforms and log file data were forwarded to the MFR for analysis. Upon discussion with the MFR, a decision was made to exchange the lvad with another lvad due to continued pump power consumption and power spikes. The surgeon reported that initial inspection of the explanted pump revealed that the wires in the percutaneous lead were broken.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. The attached user facility report was received from the (B) (4) registry. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.